Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ctz9, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the lead was explanted. There was no alleged product issue. Impedance testing and x-rays were performed and no action required as result of the event. The cause of the issue was not determined. The patient was reported alive with no injury the day of reported event date. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.